Manufacturer narrative:
The echo image files were obtained by an immucor technical support specialist. A review of the images indicated that the sample tested as ab positive initially and tested as a positive upon repeat testing. The plate well image for initial testing did not look like agglutination. The customer was informed of the following limitation in the galileo operator's manual: "forward abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history."

Event description:
A customer reported an abo discrepancy with the fwd_abo assay on galileo instrument #(B)(4).